Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1gbku, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor via a manufacture representative (rep). It was reported the patient had a return of symptoms. The rep did not know of any environmental, external, and patient factors that may have led and or contributed to the issue. It was noted the patient was seen in a clinic on approximately mid-(B)(6), and an impedance test was performed. The rep stated there were several impedances were out of range. The rep stated the patient was also sent for an x-ray, which revealed that her lead had migrated. The rep noted reprogramming was attempted in the clinic. It was noted the issue was resolved at the time of the report. The rep noted surgical intervention had occurred, the lead was removed and replaced on (B)(6). There were no further complications that have been reported as a result of this event.